Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the device was found in backup vvi mode for unknown reason. Patient has third degree atrioventricular block, so physician chose to replace the device for safety concerns. Patient condition was stable.

Manufacturer narrative:
The reported event of device went into backup mode during cybersecurity upgrade was confirmed. Device image analysis indicated telemetry interruption has occurred during the cybersecurity upgrade process, resulting in the backup mode as reported from the field. After recovering the device to its normal mode, analysis indicated normal device functionality. Device¿s cybersecurity upgrade was performed in the lab successful without any issue. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. There were no device anomalies found that would have contributed to the issues reported from the field..